Event description:
Mm 10/4/23 it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer declined troubleshooting with tandem technical support and planned to perform a cartridge change to address the issue. Customer's blood glucose was 209 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.